Event description:
A sorin rep went to the hospital on (B)(6) 2012 and tried to interrogate the device. This failed several times (including complete reboot) and the message ¿device and clinical investigation, non sorin device or old smartview version¿ was displayed. On surface ECG, no pacing was visible. The physician requested a solution (restore normal functioning, or device replacement if necessary).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4). Reportedly, on (B)(6) 2012, the pt had been submitted to the hospital due to decompensation. He was under quarantine due to (B)(6) infection. On (B)(6) 2012, several attempts to interrogate the device were performed with a smartview version 2.26c1. A message was displayed informing the user that the device is either under clinical investigation or is non sorin device or it was an old programmer version. The programmer operated as expected since the new reply dr and d pacemakers, identified by zu and zv letters respectively can be interrogated with smartview 2.28 version or higher version only. The attempt to interrogate the device was performed with an older version (smartview 2.26c1), which explains why it could not be interrogated. On (B)(6) 2012, the device was interrogated with smartview 2.28 version successfully confirming normal device functioning.